Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) of over 500mg/dl with nausea, abdominal pain, polyuria and polydipsia. The patient was taken to the emergency room and treated with insulin via injection, IV fluids, and insertion site change. Customer support (cs) completed troubleshooting and all settings were correct. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/20/2015 with the following findings: unable to duplicate the complaint. The pump history shows the pump was manually suspend on (B)(6) 2015 22:02; deliveries never resumed. The pump was manually suspended on (B)(6) 2015 15:44; deliveries were manually resumed at 17:20. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unrelated to the complaint, the keypad is torn near the ok key, but all keys are fully responding to user presses. Removed the key pad cover; no contamination was found under the key contacts. Returned battery cap/returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.